Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly and alarmed hardware low level failure. The device failed the audio test. The customer¿s blood glucose during the incident was 4.9 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation and was stuck in a pump error 53 alarm notification screen and reboot/medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 63 alarms or audio/vibrate anomaly due to pump error 53 alarm loop.